Event description:
Additional information was received that the patient continued to have driveline fault and low flow alarms that were not audible at home and they were about the same in quantity. The log files captured intermittent low flow events between (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the reported driveline fault alarms and low flow events; however, a direct cause for these findings could not be conclusively determined through this evaluation. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the driveline fault alarms are indicative of a potential driveline issue. The submitted log files contained events and data from (B)(6) 2023. The pump operated at or above the low speed limit for the duration of the log file. The log files recorded transient driveline fault alarms, as well as numerous low flow events. The log files appeared to show the system operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. The relevant sections of the device history records for (B)(6) original driveline, serial number (B)(6) and replacement driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii lvas instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate ii lvas. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient continued to have driveline fault and low flow alarms that were now audible when the patient was at home. The driveline faults reportedly decreased in quantity. The log files recorded 230 low flow events between (B)(6) 2023 at 2320 and (B)(6) 2023 at 1239. The recorded flow values were occurring with estimated flow values, 2.5 liters per minute (lpms). The patient reporting to hear the low flow alarms more often indicated that the estimated low flow values were sustained and longer than events recorded previously. The system controller's driveline fault detection circuitry continues to indicate that there was a damage conductor within the driveline. The external length of the driveline was replaced in (B)(6) 2019. No diagnostic testing was performed at during this event. The patient was reportedly a pump exchange candidate but declined the option and was being worked up for transplant at an outside hospital.

Manufacturer narrative:
Previous driveline faults and low flows are captured under MFR #2916596-2023-00375 and MFR. #2916596-2019-01013. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.